Event description:
It was reported that the device was recording false positive ventricular tachycardia (vt) episodes. The device sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.